Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller remove the pump from its case, instructed on the correct way to press the button, and eventually decided to replace the pump. The customer was advised on how to manage insulin delivery using alternative methods and instructed on returning the defective pump.